Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported that the insulin pump keeps giving insulin even though the sensor glucose reading dropped below 70 mg/dl. The customer reported a blood glucose value of 60 mg/dl. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-7333, mmt-866a. Troubleshooting was not performed. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-1884, mmt-7333, mmt-866a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer alleged the pump kept giving him insulin even though the sensor glucose reading dropped below 70mg/dl. His blood glucose went into the 60s mg/dl. No treatment was mentioned for the low. Customer had suspend before low off due to being in smartguard. Helpline explained that the reason the pump did not suspend when smartguard was active was because the suspend before low and the suspend on low features were unavailable and automatically turned off. Per helpline, pump was working as designed. Customer declined troubleshooting. Pump was used within 48 hours of the low. Smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.